Event description:
Customer reported that her pump experienced a glitch with battery levels, displaying a lower percentage than it should. There was no reported impact on her blood glucose level. Courtney declined troubleshooting assistance and is in the process of obtaining a new pump through insurance.